Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem with the davol device #2 used to treat the patient. A mesh sample has been provided to the allergist for reactivity testing. At this time the test results have not been provided. Based on the information provided to date, no conclusions can be made. Allergic reaction and inflammation are identified in the adverse reaction section of the instructions-for-use as possible complications. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the information provided at this time, no conclusions can be made. This emdr represents the davol ventrio st (device #2) implanted on (B)(6) 2017. The patient's physician did not make any allegations regarding the implanted davol ventrio st (device #1) implanted in 2016. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's physician: ni/ni/2016: the patient underwent implant of the bard/davol ventrio st (device #1). On (B)(6) 2017: the patient underwent implant of the bard/davol ventrio st (device #2). Per md, within days the patient developed a generalized skin eruption near the area of the patch and all over his body. The red bumps are reported to be inflamed and itchy. The md performed a biopsy and confirmed there is inflammation in the skin, and he is concerned it is related to the patch.

Manufacturer narrative:
This is an addendum to the initial emdr to document the results of the reactivity testing. Reactivity testing has been performed and it has been reported that the patient showed a negative response to the mesh when placed on his skin. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative condition does not appear to be caused by the davol mesh used to treat the patient.